Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmers touchscreen was not responding as the stylus would not select consistently from screen. It was noted that the stylus cable was damaged. Replaced and recalibrated the stylus. It was further noted that there was a missing logo button which was replaced and the handle cover was cracked which was replaced. Reconfigured hard drive, reloaded, and updated software. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was not responding. There was no patient involvement reported.